Event description:
During the procedure, the covidien stapler was placed on the pulmonary artery, the stapler was fired but the jaws would not open and remained clamped to the pulmonary artery. Normal steps were taken to release the jaws, but it would not open. Company representative was called and gave instructions on how to open the jaws. Suggested prying the jaws open at the distal end. The surgeon was able to get the jaws to open enough as to release the tissue from the jaws. Manufacturer response for or stapler, endo gia ultra tri-stapler (per site reporter). Medtronic representative took the device for testing at the company.